Event description:
The clinician reports the implant was inserted (B)(6)2019 in ada 9. Details of surgery: ridge augmentation. On (B)(6)2019, non-osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded tothe manufacturer. At the event the patient experienced: pain, mobility, bleeding and increased sensitivity. No further patient complications were reported.